Event description:
A customer reported that the pump screen was dark and would not turn on, despite attempts to activate it. There was no reported impact to customer's blood glucose. The customer followed technical support instructions to attempt to fix the issue but ultimately the pump display did not turn on, leading to the decision to replace it. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery,